Event description:
It was reported that at the start of the procedure, the attempted to use 10973hd video mediastinoscope w/tc301us was not providing an image. The following message was received "software updated required". New information was received indicating that the procedure was abandoned. Further provided information, confirmed on (B)(6) 2026, that anesthesia had already been administered to the patient. Since anesthesia has already been administered to the patient, this case is classified as an adverse event and is therefore reportable.

Manufacturer narrative:
The affected device will not be returned for investigation to the manufacturer. Should additional information / investigation results become available, a supplemental report will be submitted. The event is filed under internal karl storz complaint ID: (B)(4).